Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2012-mar-12 regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported there was coupling and/or communication issues. The patient had a difficult time getting to six bars and needed to press on the antenna to the point where it's painful. The healthcare professional checked the wound site and cleared the patient for recharging on (B)(6) 2012. It was also reported the pocket seemed pretty snug and the ins did not move much. The ins may be slightly tilted in the pocket. It was not likely dealing with a flip as the healthcare professional sutures the ins. The patient got the best coupling (six bars) when she sat with her leg straight out, which flattened out the pocket site area. They will allow for more time for the ins to heal and talk to the healthcare professional if difficulties continue. There was no problems suspected at this time. Additional information later reported the patient sustained injuries and damages due the spinal cord stimulator placement on (B)(6) 2012.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.